Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim discolored display. This report is made based on the results of an investigation completed on 05/13/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 05/13/2014 with the following findings: black box confirmed time and date reset to default setting following power on reset on 04/19/2014 within 10 minutes. Pump was exercised for 24 hours battery was removed for 6 hours , time and date reset to default. Pump was open to investigate bt1 component was found to be leaking and unable to hold a charge. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast.